Event description:
Event determined reportable based on investigation approved in 2006. During a pci procedure, when the physician removed the maverick2 monorail ptca catheter from the packaging, the shaft was bent near the hub. It was further reported that he bent it straight and used the device. However, the shaft bent when it was advanced to the lesion. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported.